Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl. Reportedly, the customer fell down the stairs, and became bruised after the fall. To treat the low bg, the customer consumed orange juice with sugar. Recommendation was made to consult with health care provider regarding diabetes management.